Manufacturer narrative:
(B)(4). G2: foreign ¿ iran. H6: proposed component code: mechanical (g04)- head. Reference: ravanbod, h., gharanizadeh, k., mirghaderi, p., hassan, a., and abolghasemian, m. (2023). Subtrochanteric shortening osteotomy provides superior function to trochanter slide osteotomy in tha for patients with unilateral crowe type IV dysplasia at a minimum of 3 years. Clinical orthopaedics and related research. Doi 10.1097/corr.0000000000002900. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. It is unknown what patient the pictures in the ja correlate to. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. It was noted the cup had excessive inclination and anteversion which could have contributed to the dislocation. However, the placement of the cup is ultimately the surgeon's discretion in regards to what works best with the patient's anatomy. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the patient sustained a postoperative dislocation and was treated with stem and cup revision to correct excessive anteversion and inclination. Attempts have been made and no further information has been provided.